Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported issues with the male luer spin lock at the catheter connection point. The customer returned three samples of material mz5304, lot 25115739, along with 4 catheter tips to test the connection. The connection point was tested with water, pressurized, and no issues or leaks were observed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be identified without a replicated failure. The instructions for use (IFU) has directions for the proper connection techniques for bd maxzero multifuse pressure rated extension sets. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Spin collar on extension sets are coming loose, leading to leaking at the junction of IV hub and extension set.